Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID a03888001, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery was sticking out and rocked with just one spacer which had been like this since implant. The patient only had one spacer and wanted to try using the belt with more spacers and requested four spacers so the ins wouldn¿t rock. No device returned. The healthcare provider (hcp) stated the patient was small and there wasn¿t much skin and fat back there. The patient wasn¿t sure if it ever totally disappeared. The patient later noted that they did not have concerns with their device or therapy.